Event description:
During coronary intervention, a rotablator was used in the lad of the patient. Upon first pass of device, the drive shaft of the 1.5mm burr catheter fractured and sheared away the tip of the rotablator floppy wire. The tip of the wire then traveled to the apex of the lad and stayed there. The rotablator burr, catheter, and wires were removed together intact. After several unsuccessful attempts to share the fragments, md decided it was best to halt the procedure.